Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('tubal removal') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('poked out my tubes') and device dislocation ('mine has turned sideways') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and uterine pain ("spiking my uterus"). The patient was treated with surgery (salpingectomy and salpingectomy). Essure was removed. At the time of the report, the fallopian tube perforation, device dislocation and uterine pain outcome was unknown. The reporter considered device dislocation, fallopian tube perforation and uterine pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Salpingectomy added as a surgery. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('poked out my tubes') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation ("mine has turned sideways") and uterine pain ("spiking my uterus"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the fallopian tube perforation, device dislocation and uterine pain outcome was unknown. The reporter considered device dislocation, fallopian tube perforation and uterine pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: new events "poked out my tubes" (fallopian tubes perforation), "mine has turned sideways" (device dislocation) and "spiking my uterus" (urine discomfort) added. New reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('poked out my tubes') and device dislocation ('mine has turned sideways') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and uterine pain ("spiking my uterus"). The patient was treated with surgery (salpingectomy). Essure was removed. At the time of the report, the fallopian tube perforation, device dislocation and uterine pain outcome was unknown. The reporter considered device dislocation, fallopian tube perforation and uterine pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2020: quality-safety evaluation of ptc. (Product technical complaint). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.